Manufacturer narrative:
Complaint conclusion: a 5f mynx control vascular closure device (vcd) frayed at the transit point and would not advance in the sheath. There was no reported patient injury. The device was removed prior to insertion. The product was prepped according to instruction for use (IFU). The mynx vcd was used for a diagnostic peripheral procedure. The procedure used an ante-grade approach. The deployer¿s mynx training status was in-training. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd (peripheral vascular disease), allergies, etc.). The sheath introducer used was an 8.5f non-cordis sheath. A cordis guide catheter and a non-cordis stent were used in the procedure. There were no concomitant medical products & therapy dates (e.g. Anticoagulants etc.). The vessel diameter was verified to be 5 mm. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no excessive force applied during insertion and there was no unusual force necessary during use of the device. There was resistance/friction felt as the mynx vcd was advanced through the sheath. There was a little kinking of the sheath upon removal. There was resistance/friction experienced during the procedure where the device got stuck inside sheath. Hemostasis was achieved using manual pressure. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned. Per visual analysis, button 1 and button 2 were not depressed, the sealant remained in the manufactured position, and the sealant¿s outer sleeve assembly was observed to have been kink/damaged. The procedure sheath was not returned with the device. Per microscopic analysis, the sealant outer sleeve was slightly split open and the inter sleeve was kink/damaged. This condition may have increased profile and may cause difficulty during insertion. A product history record (phr) review of lot f1906401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿atraumatic tip frayed/split/torn¿ was confirmed during analysis of the returned device. Based on the information provided and the investigation performed, the cause of the reported event could not be conclusively determined. Handling factors, such as excessive force, may have contributed the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ it should be noted that the mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) frayed at transit point and would not advance in the sheath. There was no adverse event to the patient. The patient recovered after the procedure. The device was removed prior to insertion. The product was prepped according to instruction for use (IFU). The mynx vcd was used for a diagnostic peripheral procedure. The procedure used an ante-grade approach. The deployer¿s mynx training status is in-training. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.).other devices associated with the procedure were a cordis guide catheter and a non-cordis stent. There were no concomitant medical products & therapy dates (e.g. Anticoagulants etc.). The sheath introducer used was an 8.5f non-cordis sheath. The vessel diameter was verified to be 5 mm. There was no presence of pvd / calcium in the vicinity of the puncture site. There was a resistance/friction felt as the mynx vcd was advanced through the sheath. There was a little kinking of the sheath upon removal. There was no excessive force applied during insertion and there was no unusual force necessary during use of the device. There was resistance/friction experienced during the procedure where the device got stuck inside sheath. Hemostasis was achieved using manual pressure. The device is expected to be returned for analysis.

Manufacturer narrative:
Concomitant medical products: boston sci stent; 8.5f boston sci sheath. Additional information is pending and will be submitted within 30 days upon receipt.